Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). The 4.0x15mm nc trek balloon dilatation catheter (bdc) was unpackaged with no resistance noted during removal of the protective sheath or stylet. The nc trek bdc was soaked and prepped with no issue or leak noted during preparation. The nc trek bdc was advanced to the target lesion without reported issue; however, during inflation the balloon ruptured at 10 atmospheres (atm). During withdrawal of the nc trek bdc, although no resistance was noted, the balloon separated. As the separated balloon remained on the guide wire, the bdc including the separated balloon was successfully removed as a single unit with the guide wire. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new 4.0x15mm nc trek bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.